Manufacturer narrative:
The pump product was discarded in 2013. No data logs can be retrieved. The literature was reviewed. The patient injury was most likely due to the pump being out of position and interacting with the mitral apparatus. The cause of the improper positioning was unknown.

Event description:
The abiomed (B)(6) team conducted a literature review and found a canadian publication from a 2013 abiomed impella case. The team had admitted a patient in cardiogenic shock and placed an impella 5.0 via the axillary artery for hemodynamic support. While on support a pericardial effusion was noted as was impella pump malposition. The patient suffered from an acute mitral valve regurgitation (mr) due to chordal rupture. The thought expressed in the publication was that the device coming out of position allowed for mitral valve leaflet damage and mr. The patient expired with multiorgan failure, when deemed too critical for intervention.